Manufacturer narrative:
The device was returned for analysis. Returned product consisted of the rotalink advancer. The brake, advancer, and handshake connection were visually examined. Inspection of the device presented no damage or irregularities. The brake button was received in the as-manufactured position. The rotawire and burr catheter used in the procedure were not returned for analysis, so functional testing consisted of using a test rotawire and burr catheter. The rotawire was able to be inserted in the advancer and burr catheter. Functional testing was performed by connecting the advancer device to the rotablator control console system. When the device was activated by the foot petal, the device ran with no abnormal noises and got to optimum speed. The brake was then tested with the rotawire. The brake worked properly with no issues, during functional testing. After functional testing, the advancer was opened, and the brake was examined. There was no damage or irregularities to the brake or the inside the advancer at the brake location. Product analysis did not confirm, the reported event, as there was no damage to the brake. And when the device was functionally tested, it functioned as designed.

Event description:
It was reported, that the brake failed to lock on wire. The 70% stenosed, target lesion was located in the non-tortuous. And severely calcified left anterior descending artery. A rotalink advancer was selected for use. During the procedure, while the physician was testing rota speed. The rotation sound was unusual. Then, he continued to use this system and inserted the burr to the target lesion. When they started to ablate, the rotawire moved backward. Although he removed a stopper out from the end of the advancer, the rotawire still moved. The procedure was completed with another of the same device. No complications were reported. And the patient was stable post procedure.

Event description:
It was reported that the brake failed to lock on wire. The 70% stenosed target lesion was located in the non-tortuous and severely calcified left anterior descending artery. A rotalink advancer was selected for use. During the procedure, while the physician was testing rota speed, the rotation sound was unusual. Then, he continued to use this system and inserted the burr to the target lesion. When they started to ablate, the rotawire moved backward. Although he removed a stopper out from the end of the advancer, the rotawire still moved. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.